Event description:
Revision surgery - the event is reported as follows: in 2015 patient was presented to the doctor for evaluation of hip pain. It was determined the patient had elevated cobalt and chromium levels. X-rays revealed hip lucency. After further lab test, the doctor recommended a revision surgery for the left hip. Later in 2015 the patient underwent a left hip revision. During the revision, it was determined the patient had metallosis and a synovitic reaction. The surgeon indicated he found corrosion around the neck and the acetabular cup was found to be retroverted. The surgeon removed the head, liner and shell and replaced with smith and nephew components.

Manufacturer narrative:
The reason for this revision surgery was the patient had left hip pain, elevated metallic levels, metallosis and a synovitis reaction. The doctor indicated he found corrosion around the neck and the acetabular cup was found to be retroverted. The original surgery to the patient's left hip occurred in 2005. The implant had been in-vivo for 10 years before this revision in 2015. The complaint reported no issues with the left hip of any other patient injuries, activities, accidents or manufacturing contraindications that may have been contributory to this surgery. No reported pre-existing patient health conditions. The revision surgery was completed as intended. The device has not been made available to (B)(4) for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing history of this part. All parts were found to meet design and manufacturing specifications. No non-conforming material reports (ncmr's) were associated with this part. The product complaint report history was reviewed and no trends or on-going issues were deemed as present or in need of review. This event is deemed to be non-product related. The root cause for this event was the patient had left hip pain, elevated metallic levels and metallosis, and a synovitis reaction. The scope of this investigation is limited without having the parts available to (B)(4) for evaluation. Other conditions relating to this event could not be determined with confidence. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.